Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who developed an abscess 2 months post miradry treatment. The abscess was drained, and antibiotics were prescribed. Symptoms resolved.